Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that the customer insulin pump had a keypad anomaly. The customer¿s blood glucose was 44 mg/dl at the time of incident. Customer's daughter stated that the insulin pump act button was unresponsive. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer had experienced a low blood glucose of 44 mg/dl and no form of treatment was reported and no troubleshooting was performed. The customer's daughter was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm during testing noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked lcd window and cracked battery tube threads.